Event description:
A customer reported that their insulin pump was not charging. The reported blood glucose level at the time of the incident was 100 mg/dl. The customer reverted to an alternate form of insulin therapy.